Event description:
A high reading issue was reported, with the freestyle libre sensor. Customer received a high sensor scan result. And was administered insulin (dose/type unspecified). According to the reading, customer subsequently, experienced a loss of consciousness.. And was tended to by third-party at the advice of emergency medical personnel. No medication was provided and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint. And there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed. And a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. Customer received a high sensor scan result and was administered insulin (dose/type unspecified) according to the reading. Customer subsequently experienced a loss of consciousness and was tended to by third-party at the advice of emergency medical personnel. No medication was provided and no further treatment was reported. There was no report of death or permanent impairment associated with this event.